Manufacturer narrative:
A ge svc rep performed an onsite investigation. The skin dose rate and auto technique tracking were checked. The gib coin battery was replaced. The lo ma null and hi ma null were adjusted and generator and filament/duty cycle calibrations were performed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that an error message reading radiation levels high was displayed on the sys. No pt injury was reported.